Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/28/2021. H.6. Investigation: customer returned (3) 1/2cc, 8mm, 30g syringes in an open poly bag from lot # 0203552. Customer states that when the shield was removed, the needle and hub broke off and remained in the shield. All returned syringes were examined and one sample exhibited the hub-needle/shield assembly separated from the barrel. The barrel was also examined and exhibited a deformed barrel tip, which prevents the hub assembly from securely attaching to the barrel. No defects were observed on the remaining syringes. A review of the device history record was completed for batch# 0203552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200901614] noted that did not pertain to the complaint. L2l maintenance dispatch #104909 damaged barrel tip was generated on 02sep2020 on cr printer. H3 other text : see h.10.

Event description:
It was reported that the needle hub broke and separated from the bd ultra-fine ii¿ insulin syringe during use. The following information was provided by the initial reporter: "consumer reported, when she went to remove shield, needle and hub broke off and remained inside shield."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub broke and separated from the bd ultra-fine ii¿ insulin syringe during use. The following information was provided by the initial reporter: "consumer reported, when she went to remove shield, needle and hub broke off and remained inside shield."